Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon burst while infusing water into the catheter during a pretest.

Manufacturer narrative:
The reported event was confirmed. The sample was received open and without original packaging. Visual evaluation noted no defects. The device was inflated with 10ml water using a leur lock syringe. A slow leak was observed from the drainage lumen. The device was allowed to sit at rest for approximately 1 minute and the inflation volume leaked from the drainage lumen at that time. The device was inspected under high intensity light and the source of the leak could not be found. Cross sections were taken to observe the internal lumen wall. No weak spots or holes could be identified. Evidence of a ply issue was not detected, possibly because of the difficulty to visualize a ply issue via dissection of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿peel to openbardex®foley cathetercaution: this product contains natural rubber latex which may cause allergic reactions.sterile unless package is opened or damaged.warning: on catheter, do not use ointments orlubricants having petrolatum base. They will damagelatex and may cause the balloon to burst.caution: do not aspirate urine through drainage funnel wall.storage: store catheters at room temperature away fromdirect exposure to light, preferably in the original box.single patient use only. Do not reuse.do not resterilize.for urological use only.valve type: use luer slip tip syringe. Do not use needle.recommended inflation capacities3cc balloon: use 5ml sterile water5cc balloon: use 10ml sterile water15cc balloon: use 20ml sterile water20cc balloon: use 25ml sterile water30cc balloon: use 35ml sterile water40cc balloon: use 45ml sterile water75cc balloon: use 80ml sterile waterdo not exceed recommended capacities.warning: after use, this product may be a potential biohazard.handle and dispose of in accordance with applicable local,state, and federal laws and regulations.bard and bardex are registered trademarks ofc. R. Bard, inc. Or an affiliate.to deflate catheter balloon: gently insert a luer slip tip syringein the catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve. Allow the pressure withinthe balloon to force the plunger back and fill the syringe withwater. If you notice slow or no deflation, re-seat the syringegently. Use only gentle aspiration to encourage deflation ifneeded. Vigorous aspiration may collapse the inflation lumen,preventing balloon deflation. If permitted by hospital protocol,the valve arm may be severed. If this fails, contact adequatelytrained professional for assistance, as directed by hospitalprotocol.should balloon rupture occur, care should be taken to assurethat all balloon fragments have been removed from the patient.visually inspect the product for any imperfections or surfacedeterioration prior to use.pd-50201 10/00c. R. Bard, inc.covington, ga 30014www.bardmedical.com1-800-526-4455"h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon burst while infusing water into the catheter during a pretest.